Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist (rt) reported that inomax ds# (B)(4) which was being used long with a bunnell jet ventilator, was put on a pt and went into delivery failure. Evaluation summary: device investigation found a flow sensor that had drifted outside its calibration specification. The sensor was replaced and the device passed all functional tests.

Event description:
On (B)(6) 2010, a respiratory therapist (rt) reported that inomax ds # (B)(4) had passed the pre-use check, but once put on the pt, the respiratory therapist was unable to initiate inomax (nitric oxide) delivery as the device went into delivery failure as soon as the dose was set. The rt stated there was no harm to the pt and the bunnell jet ventilator functioned properly. The rt attempted multiple troubleshooting tasks with ikaria technical support which were unsuccessful. The delivery failure was reproduced and was not related to the bunnell jet ventilator. The device was subsequently switched out, removed from service by the customer and returned to the company for investigation.